Manufacturer narrative:
The philips field service engineer (fse) returned to the customer site, installed a new gds, and performed a performance verification test (pvt) per the manufacture's specifications. The device passed all testing included in the pvt. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit will not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse informed customer which version of the service manual is the most current version and then advised the customer to check and replace air inlet filters to prevent the flow sensors from becoming contaminated with dust and dirt. The rse advised the customer that the recommended repair would be to replace the v60 flow sensor assembly, the customer was then informed that the assembly was on backorder. The customer was also told that the gas delivery system was on backorder. The customer requested onsite assistance to evaluate the device and once on site the biomedical engineer (bme) confirmed the reported problem. The bme stated that the device will not go into standby mode and requires a new gas delivery system. The investigation is ongoing.